Manufacturer narrative:
Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends. Convatec is submitting this report as a result of remediation activities related to the FDA 483 issues april 16, 2014. Device (s) listed in this report is (are) used for treatment, no diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. It is noted that there are blank areas on this form, the info was not provided or is unk. Sur-fit natura moldable durahesive skin barrier w/ hydrocolloid flexible collar w/ white hydrocolloid flexible collar & mold-to-fit opening.

Event description:
It was reported the patient developed a rash under the device mass. The rash has persisted for approx 1 week and began as two "non-itchy, red bumps." The patient has attempted to treat the rash with an antifungal; however, he has seen no improvement. No further info was reported.